Event description:
It was reported by the patient that the device was pacing them at 80 beats per minute, but usually it paces them at 70 beats per minute. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead (B)(6) 2012. (B)(4).